Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information reported indicated that the event resolved/recovered with no sequelae on (B)(6) 2015. There were no further complications reported in relation to this event.

Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild rectal pain. The patient complained of "intermittent rectal pain". Oxycodone was prescribed on (B)(6) 2015. It was also noted that during the procedure the physician "put in a couple of sutures to reduce the bulge (cyctocele) to make it easier to do/complete the mesh procedure." The event was considered recovering/resolving (adverse event is improving). There were no further patient complications reported in relation to this event. Related to manufacturing report #: 2183959-2015-00415.